Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomedical engineer, reporting that when oxygen (o2) hose was hooked to o2 tank for transport, the v60 ventilator kept alarming "oxygen not available". The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. During troubleshooting, the tanks were switched, but that did not fix the alarm. When the device was hooked to wall o2 the alarm went away. The biomedical engineer then reported that the oxygen tanks would need to be replaced.